Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. Radiographs provided confirmed the alleged event. No root cause can be confirmed as the device will not be returned per surgeon's decision to forego revision surgery.

Event description:
Information was received that a patient fractured his distal screws that had been revised on (B)(6) 2019. There is no revision procedure planned at this time.

Manufacturer narrative:
Visual inspection of the screws revealed both to be broken. Functional testing was unable to be performed as product was damaged. The maximum patient weight for a 10mm nail diameter is 150 pounds and the reported weight of the patient was 182 pounds which exceeds the maximum. Even though root cause cannot be confirmed, based on information provided the potential root cause may be related to implantation of the incorrect nail size for the patient's weight.